Manufacturer narrative:
(B)(4).

Event description:
It was reported that the footprint ultra pk 4.5mm suture anchor did not deploy from the insertion handle and pulled out of the bone. The surgeon used 5.5mm footprint anchor to complete the operation. An additional bone hole was required to be drilled as a result. There was 10 minute delay in the operation.

Manufacturer narrative:
(B)(4). The device inner shaft was broken when attempting to back off the inner plug, therefore, the device could not be checked for functionality. However, it was determined that the inner shaft is stuck in the outer shaft at the mating threads. This condition could cause difficulty with deploying the anchor since the user would not be able to back off the torque limiter per functioning instructions. Each device is functionally tested for full insertion of the inner shaft as part of the assembly process. Based on these observations and the condition of the device, no root cause related to the manufacture of the device can be established. No root cause for the event can be determined with confidence.